Event description:
It was reported that during an unk procedure, the device the tissue pad was detached, it was retrieved and is not in the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.